Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: catheter, intravascular, therapeutic, short-term less than 30 days.

Event description:
IV was inserted, flash back of blood obtained, needle removed, IV catheter flushed with saline, the saline leaked out the back at the bottom end of the butterfly hub did not enter the vein. IV catheter was removed requiring new IV insertion. Initial IV start was without difficulty.

Event description:
IV was inserted, flash back of blood obtained, needle removed, IV catheter flushed with saline, the saline leaked out the back at the bottom end of the butterfly hub did not enter the vein. IV catheter was removed requiring new IV insertion. Initial IV start was without difficulty.